Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 reader no longer turns on by button or test strips. On (B)(6) 2021, as a result, the customer experienced unspecified hypoglycemia symptoms and had a loss of consciousness. Emergency services were called and provided the customer oral glucose for treatment. No further information was provided as the customer disconnected the phone call. No further information was provided. There was no report of death or permanent injury.